Event description:
Customer reported she was experiencing high blood glucose of 455 mg/dl at 4:00 am, treated a bolus her blood glucose lowered to 288 mg/dl. Troubleshooting was performed. Symptoms were she just noted she was high. Customer was advised to disconnect from the device. The drive support cap was normal. Settings were reviewed and were correct. The device passed high pressure test. Customer stated she will run a self test later. Customer was advised to change out entire set when she was running high. Customer stated that three of the infusion sets out of her new box were not working and causing her high blood glucose. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.